Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. Patient medication reported-eliquis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and a contralateral leg endoprosthesis. On (B)(6) 2023, patient presented with a migrated excluder graft that was now located approximately 3-4cm below the renal arteries. The physician attributed this migration, due to disease progression with infrarenal aortic neck. No endoleak appeared present and there was minimal to no sac growth according to physician. On (B)(6) 2023, an angiogram was performed which showed a faint(slight) type 1a endoleak which the physician decided to treat. Reintervention surgery was performed, and treatment was made by extending the proximal seal zone to the renal arteries, implanting 2 conformable aortic extenders (cxa36005 l/s#26618240; cxa36005 l/s#: 26614093), and 1 aortic extender (pla360400 l/s#:24897293). The type 1a was resolved at the completion of the case. Patient tolerated the procedure well and is doing fine. It was later reported that the leak was only observed in the rlt351418 device and only the rlt351418 device migrated.